Event description:
While a nurse in nursery was wheeling a newborn in a blickman bassinet, the bassinet tipped over. There was no injury to the newborn. The newborn rolled out onto the floor on on blankets and mattress that were in the bassinet at the time. This event occurred on 4/3/99. While the nurse was disposing of used laundry, she noted the bassinet was leaning. She went to grab hold of it but it continued to lean with the plastic basket containing the newborn sliding out the front, falling to the floor with the newborn rolling out. Both wheels from the left side were off the legs and laying under the bassinet afer it tipped on its side. Though the newborn was not injured the "clear molded plastic basket" was damaged and needs to be replaced. A large approximately 2-inch by 8-inch section cracked but remained a part of the plastic basket. A nurse did receive a minor cut when moving the basket after the incident. Rptr examined the bassinet and found that two of the wheels were easily removed from the steel legs. In looking at the wheel systems tightening mechanism - bolt with wheel mechanism, rubber grommet and nut above the grommet - it appears that the nut was not tight to the grommet. This failed to press the grommet so it would tighten itself securely in the legs of the bassinet. From this rptr gathered that the wheel was not properly tightened in the frame providing an opportunity for it to fall out unexpectedly. Staff has since checked all of the bassinets, all blickman products, and have found that 3 bassinets needed all 4 wheels tightened (including the one involved in the event), 2 needed two wheels tightened and 3 were ok.